Event description:
My dexcom g7 sensor failed shortly after 1am this morning. This is two straight failures. Neither one anywhere close to their supposed 10 day lifetime. I'm flying from (B)(6) to (B)(6) this thursday. I can't get a new supply of sensors before I leave. Dexcom's quality control sucks. Please encourage them to fix their problems. Pt code: 4582. Device code: 3023. Ref report: mw5173202.